Manufacturer narrative:
Additional information was added: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusor would not flow. The device was filled with flucoxacillin ci. It was further reported that all clamps were opened and there was no kinked tubing. This issue was identified during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.